Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery drawer of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The battery drawer was confirmed to be broken. Two case brackets were found to be broken. The broken components were replaced. The device passed all incoming and final functional, electrical, and safety tests. If information is provided in the future, a supplemental report will be issued.